Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-14- insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling tired and that it could be from her diabetes. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 183 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2019 and although an exact open vial date was undisclosed, it was verified that the strips were not four months past the date first opened. Customer is using the correct test strips. The meter memory was not reviewed for previous test result history.